Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and four months later post filter deployment, through the right internal jugular vein approach, the second bard g2 inferior vena cava filter was placed for the patient with acute deep vein thrombosis of inferior vena cava and iliac veins. An initial indication was provided which mentioned that the patient had presented with lower abdominal pain and a computed tomography study showed thrombus within the inferior vena cava included into and cephalad to the previously placed inferior vena cava filter. During deployment, a catheter was advanced into the inferior vena cava to just above the level of the previously placed inferior vena cava filter and a digital subtraction technique was performed which showed a centrally located tongue of thrombus extended from the inferior vena cava filter. Then the sheath was advanced to just above the old filter and the bard g2 inferior vena cava filter was then deployed with the struts extended in the inferior vena cava approximately 2 cm inferior to the renal vein. After three months, balloon venoplasty and iliac vein stent placement were performed. An indication was provided which stated that the patient had placement of an inferior vena cava filter in the past and this was known to contain thrombus as there was also thrombus extended in a cephalad direction from the inferior vena cava filter, a second filter was placed directly inferior to the renal veins. During these procedures, initially a catheter was advanced to the level of the cephalad of the two inferior vena cava filters and a digital subtraction venography was performed which showed the inferior vena cava to be patent from the level between the two inferior vena cava filters. Also, there was a cutoff at the level of the inferior of the two inferior vena cava filters consistent with extensive and old thrombus in that location. There was also a filling defect within the more cephalad of the two inferior vena cava filters consistent with about 50% thrombus involvement in this location. During a second wall stent placement from the common iliac vein up into the inferior vena cava, the cephalad portion of the stent was deployed between the two inferior vena cava filters thus trapping the caudal of the two filters against the wall of the inferior vena cava and this was done as the filter was essentially nonfunctional containing thrombus and being significantly tilted. As the balloon dilation of the wall stents were performed, a digital subtraction venography was performed which showed there was still the suggestion of some filling defects around the more cephalad of the two inferior vena cava filters. An intravascular ultrasound catheter was extended down into the stented portion of the inferior vena cava and iliac veins and was pulled back to the area where the more cephalad of the two filters was located. This area appeared to be patent and the cephalad of the two inferior vena cava filters was located inferior to the renal veins as confirmed by intravascular ultrasound. At this point it was opted not to remove the filter and perform anymore intervention on the inferior vena cava at this level. After three years and five months, stenting and venoplasty of right common iliac vein was performed. However, an indication was provided which mentioned that the goal for the present procedure was to try from above to first remove the more cephalad of two inferior vena cava filters. During the procedure, the right internal jugular vein was accessed, and a 5-french introducer sheath was placed to the level of the cephalad of the two inferior vena cava filters. The 5-french introducer sheath was then exchanged for a 10-french cook sheath and a contra catheter was advanced over the storq wire which was advanced to the right common iliac vein. Attempts were made to engage the center of the cephalad inferior vena cava filter, but these were unsuccessful. Then the contra catheter was exchanged for a 5-french sos-1 cathetera and this easily re-formed within the common iliac vein, but the storq wire would not pass into the center of the filter. A digital subtraction venography was performed which showed that the filter appeared to be completely imbedded within thrombus. Based on the findings, the inferior vena cava filter removal procedure was terminated, and decision was made to proceed with placement of stent. After one year and ten months, through the open exploration procedure, the bard g2 express and the bard g2 inferior vena cava filters were removed. The indication was provided which stated that the patient had two filter placed and they were attempted to be removed and could not be. The patient now had chronic back pain as several filter tines which were malaligned and extended into back, bowels and other structures. During the procedure, a midline incision was made, carried through the skin and subcutaneous tissue, and the abdomen was entered atraumatically. The inferior vena cava was then identified and immediately, there were tines from the filter, which were stuck out at and in the bowel in different places. These tines were then dissected free and transected with a wire cutter. Also, the second filter was obvious within the wall of the inferior vena cava as well and had several tines that were aberrant and pointed towards the spine. It was decided to begin with the distal inferior vena cava. The initial filter was tipped, and the tip was almost out of the inferior vena cava, so the tines were cut and relieved and then dissected the tip free and removed it with a schnidt. The first filter was removed and with the filter out, the small hole was repaired. Then the patent cava above the other filter was dissected and clamps were placed on the cava proximally and distally and opened up the cava. The second filter was found and pulled that out and it was found to be intact and there was very minimal bleeding. After one month, a computed tomography angiography of abdomen and pelvis was performed for thoracoabdominal aneurysm. The study showed that there had been interval removal of the sequential inferior vena cava filters and several metallic densities remained at the posterior aspect of the infrarenal inferior vena cava, possibly reflected fractured filter fragments. Based on the findings, the investigation was confirmed for the alleged perforation of the inferior vena cava and filter tilt issues. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 09/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately two years and four months post filter deployment, it was alleged that the filter tilted, struts perforated into organs, thrombus was present above the filter and the patient reportedly experienced abdominal pain. The device has been removed via open surgical intervention. The current status of the patient is unknown.